Event description:
It was reported that during a follow up in clinic, intermittent radio frequency (rf) telemetry was noted on the device. Another programmer was used and the device was able to be interrogated. Abbott technical support was contacted, however, no additional intervention was performed. The patient was in stable condition.